Manufacturer narrative:
A ge oec service representative investigated the issue and found a loose connection at the collimator and calibration needed. The high voltage cable to the collimator was replaced and the collimator calibrations were reloaded. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system displayed iris collimator error on initial boot up.